Manufacturer narrative:
Complaint is confirmed. Functional testing was unable to be performed on the returned abs-10060 as when the device was plugged in and powered on the display screen did not function. No smoke damage or burning smell were noted when the device was powered on. Visual evaluation noted the casing was damaged and cracked in multiple areas, it was also noted that the white part of the casing was coming off the base when the device was picked up. The customer provided photo shows the error message received stating the system's temperature is unacceptably high. The most likely cause for the damaged housing, display screen not turning on, and alarm can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/19/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machine was plugged in and the outlet started smoking and produced an alarm on the screen. This occurred during a case and this was a newly received machine